Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/17/2019. H3 evaluation: an empty opened box and twenty-nine representative samples of product code 8890, lot # mlh713 were returned for evaluation. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The needle separates from the suture during tissue passage. A new device was used to complete the procedure. There were no patient consequences reported.